Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2014. Product ID: 429688 lead, implanted: (B)(6) 2016. Product ID: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post ventricular pace. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.